Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.4, reference: 2.3, mean: 2.85, confidence limits: 1.7 - 3.8. Pt has genetic condition g4 variant, which involves blood clotting. Insufficient info to determine if pt's condition may affect coagulation test. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Pt's medical condition and improper test technique may affect inr test results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test record has been reviewed. All strip test results have met product performance requirements when compared to the results from in-vivo tests. (B)(4). Action threshold has been reached. Since strip lot was released, 8 in-house therapeutic sample tests and 3 in-house non-therapeutic sample tests were performed for retain and returned strips. Customer's observation was not reproduced in in-house tests. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 2.3. Tests were performed within 3 hours of each other. Pt reports sometimes milking finger when sample is difficult to obtain.